Manufacturer narrative:
A review of the manufacturing records for the device was unable to be conducted as no lot number was available; as such, no UDI was generated. The instructions for use for the gore® dryseal flex introducer sheath specifies: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal body od for the sheath used in this procedure is 8.2mm.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a descending thoracic aorta aneurysm and was implanted with a conformable gore® tag® thoracic endoprosthesis and a gore® tag® conformable thoracic stent graft with active control system. The devices were advanced and deployed via a 22 fr. Gore® dryseal flex introducer sheath. Post deployment of the grafts confirmation angiography of the access vessels was performed, and a localized dissection of the distal left external iliac artery (leia) was confirmed. No additional intervention was performed since there was no obstruction of blood flow. It was reported that because the vessel was tiny and slightly calcified, there was some slight resistance when the sheath was inserted. The reported diameter range of the patient's leia at the level of the dissection measured 7.1mm - 8.1mm.